Manufacturer narrative:
Device power up properly after battery installation. No blank display, display anomaly, fade screen, back light anomaly or press act button and the screen goes away noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. No motor error alarm noted. Motor passed motor test. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 483 mg/dl and blank display. The customer had not reported the symptoms and treated with injection. Customer¿s blood glucose level was advised as 270 mg/dl. Troubleshoot was declined for high readings. The customer was assisted with troubleshoot and customer states battery in and push button and light comes on and then press act button and the screen goes away. The insulin pump will not be returned for analysis.